Event description:
The customer reported her blood glucose and insulin history. She was watching a basketball game and she began feeling sick and she was throwing up. At 8:48 pm she had to leave the game and go home to deactivate the pod. She pulled the adhesive pad to check if the cannula was inserted properly and then she realized the cannula was actually pulled out of the infusion site. The cannula also looked curved. She was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodge cannula. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.